Manufacturer narrative:
Device history lot review: the lot is unknown. Sample analysis: no sample was returned for an evaluation. It was reported it was sent back to us, however has not been received. Conclusion: the reported complaint is not confirmed. At this time, this complaint is closed. The report was filed as an adverse event by the user facility and the facility has not provided any information that a patient had an other serious important medical event. Therefore am submitting this as a correction to the initial report filed by the user facility.

Event description:
We received a medwatch report 1222074-2017-00001. A box was checked off of an adverse event. The user facility has been contacted for follow up information. It has been learned this was not an adverse event. The reporter clarified that the incident was detected prior to surgery when setting up the machine the light turned on alerting that is was not detecting the probe. The device was not used. They used alternative devices for the surgery without further incident. There is no sample to evaluate.